Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to qdot micro approved under p210027. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter and prior to the operation, the medical team noted that the qdot packaging was damaged. After opening the carton that contains the device, the sterilization package was found in a broken state. A second device was used to complete the operation. There was no adverse event reported on patient. The device with the damaged packaging was not used in the patient.